Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 08/04/2016 with the following findings: review of the black box showed multiple ¿cs177/cs128¿ battery warnings/alarms occurring due a discharged replace battery use on 06/13/16. No evidence of ¿cs128-fxxx¿ was observed. ¿ez-prime¿ steps were performed correctly, all currents draw were within specifications. No ¿cs128¿ alarm or any error, alarm or warning occurred during the investigation. The pump¿s cover was removed, no intermittent condition was found to the printed circuit board or to the continuous glucose monitoring module. Investigation did not duplicate the ¿cs128-fxxx¿ complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (128-fxxx) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.